Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The instrument is ur-1available for evaluation. It was stated that the surgeon attempted to remove the broken tip but was not able to move or rotate the piece. The broken tip is threaded securely into the implan'I and is not likely to migrate post-operatively. The inner shaft component is manufactured from 420 stainless steel and is not intended to be implanted . No determination could be made as to the cause of the breakage.

Event description:
The tip of the lateral inserter broke off in the rise-l implant. The surgeon was unable to remove the broken tip and it remains in the patient.